Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver involved with this complaint. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the logs was performed. Per the review, the following was confirmed: system serial ¿ (B)(4), event date ¿ (B)(6) 2022, and procedure name - hiatal hernia - paraesophageal. The mega suturecut needle driver had nine uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument broke while inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, a mega suturecut needle driver instrument broke during use inside the patient. No pieces fell and the instrument was removed. The technical support engineer (tse) recommended returning the instrument to intuitive surgical, inc. (Isi). A backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.